Manufacturer narrative:
Our manufacturer has provided further analysis. Remark: the reason of the breakage was the combination of an aesculap hip stem with biolox head with a cup and insert of a competitor. This combination is not approved by MFR and classified as a user error. A sample was not returned from the user/facility, a complete investigation could not be performed. Although it was noted that the customer used an aesculap stem with a biolox head and a cup and insert of a competitor. Our ais instructions for use 834/excia hip system package insert: states that this combination is not approved: under 1) warnings and potential risks: the mixing of different manufacturer implant components is not recommended due to metallurgical, mechanical and functional reasons. Dissimilar metals in contact with each other can accelerate the corrosion process due to galvanic corrosion effects. Do not use implants or instruments from other systems or manufacturers. 2) directions for use: to implant the excia implants, use only the specialized excia instrumentation. Do not use implants or instruments from any other system or manufacturer. Should the sample become available, the investigation will be reopened. (See add'l scanned pages).

Event description:
Incident outside of the USA. Incident of surgery: break of prosthesis head. Date of incident: 2007. Date of incident notification to aesculap: one month later. Type of surgery: hip operation. Was revision surgery performed? Yes. Reason of incident: using of not allowed combination of implant components. The item was not received for investigation. However, according to the information from the customer, an aesculap stem with biolox head was used together with a cup and insert of a competitor. According to our instruction for use this combination is not approved by aesculap.